Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated catheter was selected for use. It was reported that after prolonged catheter usage, fluid was leaking from the proximal end of the handle. The maestro generator also displayed an error of excessive temperature. The catheter was replaced and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated catheter was selected for use. It was reported that after prolonged catheter usage, fluid was leaking from the proximal end of the handle. The maestro generator also displayed an error of excessive temperature. The catheter was replaced and the procedure was completed successfully with no patient complications.